Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer was sticky and unable to close due to defective rails. A field service engineer replaced the main half-height cubie drawer 3 with a new drawer, removed all cubies and reseated and also configured the new drawer on application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system half-height cubie drawer was experiencing sticking issues, resulting in difficulty with smooth opening and closing. The customer stated that there was a delay of approximately 5 to 10 minutes in retrieving the medication for acetaminophen and codeine, which are not classified as critical medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system half-height cubie drawer was experiencing sticking issues, resulting in difficulty with smooth opening and closing. The customer stated that there was a delay of approximately 5 to 10 minutes in retrieving the medication for acetaminophen and codeine, which are not classified as critical medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer was sticky and unable to close due to defective rails. A field service engineer replaced the main half-height cubie drawer 3 with a new drawer, removed all cubies and reseated and also configured the new drawer on application to resolve the issue. The system functioned as intended.